Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 20181121, expiration date 10/31/2011). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Caller states 3.5 hours after testing 3.9 inr and 3.7 inr on coaguchek xs system 1 his nose began bleeding and he was taken to the hospital. A physician cauterized the caller's nose and sprayed an unspecified substance into his nose. A lab value retuned as 2.5 inr; approximately one hour later caller tested 3.7 inr on coaguchek xs system 1 and 3.7 inr on coaguchek xs system 2. Caller was released from the hospital. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.